Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The driving belt and the clutch assembly were tightened. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 elite hesitated when trying to move rotationally. There was no adverse pt involvement reported. There was no pt information reported.